Event description:
During an in clinic follow up, episodes of noise resulting in oversensing were observed on the device. The oversensing resulting in two shocks being delivered. Technical support was contacted and suspected the oversensing was due to myopotentials or emi. Technical support recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.